Event description:
It was reported that during a lap sigma procedure, the device did not staple correctly. No further information is available. A like device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.